Event description:
It was reported that the patients current therapy was no longer adequate. The patient has had 3 falls within the last year and is on medication causing weight loss. No further information could be obtained despite good faith efforts.